Event description:
The defibrillator use was said to have been made out of desperation and was a final effort at resuscitation. Reportedly, subsequent discharges of the defibrillator did not deliver selected energy to the pt. This opinion was based on the lack of expected pt muscular reaction to the defibrillator discharges.